Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). Batch record review: lot 9m00688 was manufactured on 12/10/2019, convex 2 pc manufacturing line. With a total of (B)(4). Complaint investigator ID 6055 performed a batch record review on 05/apr/2021, description natura wfr moldable cvx 13/45mm (1x10)us, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material 1156500 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: there is no photograph associated with this case and no unused return sample was expected. Conclusion summary of the related event: based on the preliminary investigation performed, no issues related to the customer experience were found in the batch record review. The sterilization certificate indicates that the results of the quality tests were satisfactory, and the product received the indicated doses within the precision and accuracy of the dosimetry system employed. In addition, no significant changes have been made in the process or in the product components that could cause the adverse effects reported by the customer. Photos were received for complaint (B)(4) but the condition could not be confirmed through the pictures provided. No pictures were received for the rest of the complaints and per customer description there is no product malfunction confirmed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user trialed a wafer and used it for 7 days. Upon removing the wafer, she noted a cut of approximately 1/4 inch to her stoma at 9:00 position. She used two 4x4 inch gauze pads to stop the bleeding. The two 4x4 inch gauze pads were saturated in blood. Thereafter, the bleeding stopped. She stated that the wafer was too small. It was unknown if the end user continued to use the product. Her stoma measured 25 mm x 22 mm oval and protruded about 25-32 mm. No photo is available at this time.